Event description:
It was that patient enrolled in a clinical study underwent total hip arthroplasty on an unknown date. Subsequently, a revision surgery was performed on (B)(6) 2012 due to fibrous ingrowth of the femoral stem and pain. The femoral stem and modular head were removed. Only the modular head was manufactured by biomet orthopedics.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Possible adverse effects states: "postoperative bone fracture and pain." The following section could not be completed with the limited information provided. Date implanted - unknown.